Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the a piece of cutter was stuck inside and would not accept the cutter. Therefore, the reported condition was confirmed. It was also noted that the piece of the cutter was broke off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. The root cause of this failure is corrosion which was clearly observed and is a typical result of insufficient cleaning after clinical procedures. Normal cleaning by the customer is expected to reduce or remove this debris. This is customer misuse. The assignable root cause was determined to be due to wear and improper cleaning which is misuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device failed cutter insertion due to a piece of an unknown cutter being stuck inside. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.